Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation and flail of posterior 2 to posterior 3 leaflets for a mitraclip procedure. The first clip (xtw) was implanted in central- medial position. Perpendicularity and leaflet insertion assessment was satisfactory and the deployment of this first clip was completed. It was noted the first clip was unstable due to the flail width and leaflet movement. In order to reduce the residual central jet and to stabilize the first clip, a second clip was to be placed close to the first in the lateral position. During preparation of the second clip, the first clip displayed movement and a partial detachment from the anterior leaflet was observed. Two additional clips were implanted (the second and third clips). The final results was a residual grade 2+ mr.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migrations (unstable and partial clip movement) appear to be related to patient morphology/pathology due to flail width and leaflet movement. There is no indication of a product issue with respect to manufacture, design or labeling.